Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors instrument did not follow the surgeon's commands. There was non-intuitive motion. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue involved persistent, non-intuitive instrument movement: when the surgeon moved the master control to the right, the instrument moved downward instead of in the intended direction. There was no shakiness, friction, instrument-to-instrument or arm-to-arm interference, and no external collisions. Because the incorrect directionality persisted, the team completed the procedure using a backup instrument.